Manufacturer narrative:
A third-party service agent evaluated the customer¿s device and was able to duplicate the reported issue. The third-party service agent replaced the device's therapy cable to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer. It was determined the cause of the reported issue was a faulty therapy connector cable.

Event description:
The customer contacted stryker to report that their device does not recognize a connection through its defibrillation electrodes. In this state, the need for therapy could not be determined, if it were needed. There was no report of patient use associated with the reported event.